Event description:
A balloon would not inflate and appeared to be leaking at the bond during an iliac angioplasty. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was received, evaluated and retained by this MFR. The engineering eval indicated the balloon material was missing from the shaft and not returned for eval. Both balloon bonds were present as well as 3mm of balloon material distal to the proximal bond. The remainng balloon material was jagged and torn diagonally. A kink was noted at the strain relief. Upon noting a portion of the balloon material was missing, the MFR informed the user facility of co's findings. The user facility indicated they were not aware of the balloon material detaching and felt it did not detach in the pt. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Co was unable to determine the exact cause for this event since no info regarding the circumstances surrounding this event were available. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.